Manufacturer narrative:
D10 concomitant products: 8886848813, 8886848813 laproclip 2x12 x10 (lot#:n5b1441y), 8886848701, 8886848701 lapro-clip reusable clipappl (lot#:n0e0210y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during a laparoscopic cholecystectomy, on the first clip, the inner and outer parts did not close properly. Then the second clip did not detach from the cartridge. The operator used new clips to continue the surgery. There was no patient injury.